Event description:
Patient felt pacing in his chest around the device. It was noted that the rv lead exhibited out of range impedance warnings leading to polarity switch. Caller was concerned whether the patient symptoms were due to unipolar pacing. It was also reported that the rv lead exhibited high output. (5.5v@1.5ms). This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).